Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. Once the eval has been completed or if add'l info is received, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from the USA stating that the device was not functioning, and the attachment broke the cutting burr. The device was being used during surgery, but there was no pt injury. It is unknown if medical intervention occurred. There was no add'l info provided.